Event description:
Dealer purchased aqautec bath lift and handset is defective.

Event description:
Dealer purchased aqautec bath lift and handset is defective.

Manufacturer narrative:
(B)(4) 2015 - - initial mfg report # 3007231105-2015-00060 was submitted to the FDA on 03/06/2015 as a reportable event. This is a non-reportable event, a (B)(4) aquatec r reclining back bath lift with a defective handset. This product will not allow the lift to lower if the handset is not sufficiently charged as stated on page 8 of the operating instructions, "if the battery in the hand control is not sufficiently charged, the battery pilot light goes on (5, fig. 9). In this case, the lowering function of the bathilft is disabled. However, you can still raise the lift. Recharge the battery immediately after you have raised it".